Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately 2 months post implantation due to infection. Additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Source: (B)(6). Concomitant medical products: catalog number:110010245 lot number:6709966 brand: g7 shell. Catalog number:574201040 lot number:3036731 brand: avenir cmpl stem. Catalog number:00801802802 lot number:unknown brand: femoral head unknown liner. Multiple reports were submitted along with this report: 0001822565-2021-03364. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.